Manufacturer narrative:
Analysis of the device was completed on 09/05/2006 and showed that the guidewire's distal tip (cap) was missing.

Event description:
It was reported during preparation, physician noted the distal tip of the guidewire was bent when removed from the dispenser. No patient injury reported.